Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "service required" alarm related to the oxygen blending module board was observed. The device's universal porting block was found to be physically damaged. The device's oxygen blending module board and universal porting block were replaced to address the issue.